Event description:
It was reported that the large volume pump (lvp) module failed to alarm for a distal occlusion around 14:44 on 12jun2024. The tubing expanded inside the channel creating a "bladder" in the line. Beyond this, it caused a crack closer to the connection point. This issue was directly related to a chemo spill. Later, it was reported that at the time of the event, normal saline (ns) was running at 25ml/hr on one lvp and polivy 170mg was running on the other lvp at 41.7ml/hr. At around 14:44, there was blood from the patient's port that backed up in both primary sets of tubing on the ns side and the polivy side. A small crack was found in the female side of the equashield adaptor attached to the polivy line. The patient also received the following before the incident: benadryl, zofran, and ruxience at 8:40 before the incident when they were switched out around 13:07. The customer also mentioned that the device was, "not on the network" during the month of june 2024, per their pharmacy manager. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump (lvp) module failed to alarm for a distal occlusion around 14:44 on (B)(6) 2024. The tubing expanded inside the channel creating a "bladder" in the line. Beyond this, it caused a crack closer to the connection point. This issue was directly related to a chemo spill. Later, it was reported that at the time of the event, normal saline (ns) was running at 25ml/hr on one lvp and polivy 170mg was running on the other lvp at 41.7ml/hr. At around 14:44, there was blood from the patient's port that backed up in both primary sets of tubing on the ns side and the polivy side. A small crack was found in the female side of the equashield adaptor attached to the polivy line. The patient also received the following before the incident: benadryl, zofran, and ruxience at 8:40 before the incident when they were switched out around 13:07. The customer also mentioned that the device was, "not on the network" during the month of june 2024, per their pharmacy manager. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the large volume pump (lvp) module failed to alarm for a distal occlusion around 14:44 on (B)(6) 2024. The tubing expanded inside the channel creating a "bladder" in the line. Beyond this, it caused a crack closer to the connection point. This issue was directly related to a chemo spill. Later, it was reported that at the time of the event, normal saline (ns) was running at 25ml/hr on one lvp and polivy 170mg was running on the other lvp at 41.7ml/hr. At around 14:44, there was blood from the patient's port that backed up in both primary sets of tubing on the ns side and the polivy side. A small crack was found in the female side of the equashield adaptor attached to the polivy line. The patient also received the following before the incident: benadryl, zofran, and ruxience at 8:40 before the incident when they were switched out around 13:07. The customer also mentioned that the device was, "not on the network" during the month of (B)(6) 2024, per their pharmacy manager. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : manufacturer narrative. Investigation summary : the reported complaint of a balloon in the tubing at the upper fitment was confirmed through the provided picture alone. The administration sets were not returned for investigation. Inspection and testing of the event administration sets could not be performed because the sets were not returned for investigation. A disposable file (pr# (B)(4)) was created to further investigate the report of tubing ballooning. If giving an IV push into a pump module administration set, occlude the tubing above the injection port closest to the patient to prevent pressure from going up the tubing and possibly ballooning the pumping segment. Previous investigations identified overextension of the silicone tubing was caused when fluid rapidly infused through an injection port and the downward push pressure exceeds the fluid flow capacity of the disposable tubing. Best clinical practice dictates, to ensure the entire dose of medication is being administered to the patient and to prevent the pumping segment from ballooning or exploding, the tubing must be clamped above the port prior to administering a bolus, IV push medication or flush, even if the tubing is in an infusion device. The reported complaint of failing to alarm occlusion was not confirmed during log review or reproduced during laboratory testing. Laboratory testing found the patient side pressure sensor on pump module (B)(6) had voltage slightly below specification for zero offset in the as received condition, however this observation is not a contributing factor to the reported complaint; the bottle side pressure sensor had voltages within specification for zero offset in the as received condition. Laboratory testing found both pressure sensors on pump module (B)(6) had voltages within specification for zero offset in the as received condition. Review of the pcu event log showed on (B)(6) 2024 at 2:43 pm, the attached devices were as follows: channel a pump module sn (B)(6) was infusing a basic infusion of an unknown medication (reported as normal saline) at a rate of 25 ml/hr. Channel b pump module sn (B)(6) was infusing guardrail drug polatuzumab vedotin (drugid= 441; reported as polivy) at a rate of 41.6667 ml/hr. Both pump modules recorded alarms for patient side occlusion before being channeled off. Review of the pcu error log showed no errors were recorded on the reported event date. The setup of the system and the medication bag at the time of the reported event could not be confirmed. External and internal inspection of pump module sn (B)(6) found incidental findings only with no relation to the reported complaint. No visual anomalies were observed on the bottle side pressure sensor (fs01 series sensor; date code: 01 september 2008 ¿ 07 september 2008). No visual anomalies were observed on the patient side pressure sensor (fs01 series sensor; date code: 19 november 2007 ¿ 25 november 2007). External and internal inspection of pump module sn (B)(6) found incidental findings only with no relation to the reported complaint. No visual anomalies were observed on the bottle side pressure sensor (fs01 series sensor; date code: 08 september 2008 ¿ 14 september 2008). No visual anomalies were observed on the patient side pressure sensor (fs01 series sensor; date code: 30 june 2014 ¿ 06 july 2014). Honeywell no longer manufactures fs01 series pressure sensors. To avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The systems were being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported complaint of a balloon in the tubing at the upper fitment was not identified. The event administration sets were not returned for investigation. A disposable file (pr# (B)(4)) was created to further investigate the report of tubing ballooning. The root cause of the reported complaint of failing to alarm occlusion was not identified. Log review showed both pump modules recorded patient side occlusion alarms on the reported event date. Note that this report lists imdrf annex a1801, a0404, a040502, a230502, a0709, a0401, g02017, g0405206, g04037, g0301204, g0301201, c0601, c23, c16, c07, c070606, d01, d15, d11, d0301, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.